Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and an x-ray examination were performed and revealed no indication of conductor fractures or internal shorts. Furthermore, visual inspection of the lead revealed no any anomalies.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, failure to sense was noted on the right ventricular (rv) lead. An attempt was made to reposition the rv lead, however, the inability to sense remained. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.